Event description:
Boston scientific received information that this right atrial pacing lead exhibited high out of range pacing impedance measurements. Noise was also observed. The lead was programmed to unipolar with acceptable measurements and the autosense feature was programmed on in the device. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service. Should additional information become available this report will be updated.